Event description:
A report was received that the patient had developed an infection at the midline incision site which was not device related. Symptom includes redness at the site. The patient was given oral antibiotics but this did not resolve the infection. The patient underwent an explant procedure and was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg) model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the midline incision site which was not device related. Symptom includes redness at the site. The patient was given oral antibiotics but this did not resolve the infection. The patient underwent an explant procedure and was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient's infection was not procedure related.